Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing could not be performed. The receiver is stuck on and initializing screen, shutdown and re-initialized continuously. The receiver case was opened for internal inspection and unit passed. The complaint was confirmed for receiver initializing screen without manual restart due to new firmware issue. A root cause could not be determined.